Manufacturer narrative:
Failure analysis was performed on the returned ventilator. Visual inspection of the returned ventilator revealed no evidence of damage or contamination. The diagnostic report was reviewed, and no failures were identified. Tests were conducted on the returned material. The customer complaint was not verified. No faults were found with returned device.

Manufacturer narrative:
H10: unit was confirmed to be under warranty and was replaced. The customer has confirmed receipt of the new device. Repair information is currently not available. Failure investigation will be performed once the defective device is received, and an additional report will be submitted. H11: b5- patient involvement - based on new information received, it is unknown if the device was being used for treatment, but there is no patient or user harm reported.

Manufacturer narrative:
Date of report: 25sep2021.

Event description:
It was reported to philips that the device had a pressure sensor autozero failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.